Event description:
A patient underwent paraesophageal hernia repair with ovitex 1s resorbable on (B)(6) 2026. On (B)(6) 2026 the patient reported worsening dysphagia with associated po intolerance. Upper gi imaging was conducted on (B)(6) 2026 which demonstrated delayed esophageal emptying and narrowing at the ge junction. The patient underwent egd with balloon dilation on (B)(6) 2026 and (B)(6) 2026 with no additional interventions noted.

Manufacturer narrative:
Dysphagia is a potential complication noted in the device's instructions for use and is a known complication associated with paraesophageal hernia repair. A batch record review showed no non-conformances or anomalies that may have caused or contributed to the event noted.